Event description:
It was reported that during implant attempt, the physician was concerned with the integrity of the lead insulation "buckling and bunching up" when inserting through the hemostatic valve of the safe sheath. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.